Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), edwards lifesciences became aware of a device-related event involving a delivery system during a transcatheter aortic valve replacement (tavr) procedure. The procedure was performed via transfemoral access through the right femoral artery. The patient is a 74-year-old male, born on (B)(6) 1951, with a history of extensive vascular calcification. The implant position was aortic, and the native valve was tri-leaflet. A 23 mm sapien 3 ultra resilia valve was successfully deployed. During valve deployment, an additional 2 cc of inflation volume was added to the balloon. The balloon ruptured upon the last cc of inflation. Blood was observed in the syringe, but no leakage was noted from the delivery system. Despite the rupture, the valve was fully deployed in the intended position, and the delivery system was removed without difficulty. The patient remained in stable condition following the procedure, and no injury or complication was reported. The perceived root cause of the balloon rupture was heavy calcification in the sinotubular junction (stj). A 3mensio report is available, and images have been obtained. The device was not returned due to contamination concerns. Upon follow up, the fcs clarified that the first esheath was partially inserted but could not be fully inserted due to a high calcium burden. It was then removed, and they noticed some small damage to the end of the sheath. The decision was made to discard this sheath for patient safety, and an additional sheath was opened. After angioplasty of the iliac artery, the second sheath was able to be passed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated that 'during valve deployment, an additional 2 cc of inflation volume was added to the balloon. The balloon ruptured upon the last cc of inflation. The patient with a history of extension vascular calcification and 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported an extra 2cc of volume was added to the balloon. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.